Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of a single use product was confirmed; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) in prime, while the home patient (hp) was connected, the hp stated they changed a bag during prime and now was in the initial drain. The technical service representative (tsr) asked the hp if they were connected and they stated yes. The tsr explained that the average drain is about 10 to 15 minutes. The hp stated they changed a bag in prime, because one bag was empty. The tsr asked the hp if they connected a new bag to the same line that they disconnected the empty bag from, and the hp stated yes. The tsr had the hp press stop and explained proper disconnect procedures. The tsr advised the hp to start over with new supplies. The tsr asked the hp if the hc alarmed when the bag was empty. The hp stated yes, something about the lines. The tsr asked the hp what check lines and bags alarm occurred. The hp stated just something about the lines. Tsr had the hp close the clamps, disconnect and cycle the power. The hc alarmed power restored/ I-drain. The tsr reviewed the drain volume (dv) was 2124ml, and assisted with ending the therapy. The tsr explained the hp will have to start over with new supplies. Tsr had the hp cycle the power. The tsr asked if the check supply line alarm is the alarm that occurred. The hp stated yes. The tsr recommended the hp contact the rn (B)(6): tsr assisted with troubleshooting, ending the therapy and getting the set out. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.